Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving eg-740ut. It was reported that during an eus-hds, the stent could not be completely released from the endoscope because it penetrated the balloon. The stent was removed with the scope, and the punctured hole of the duodenum was sutured with clips using a different endoscope. There is no death or serious injury associated with the event.

Manufacturer narrative:
The following statement is described in the ifus but were not followed by the physician: 5.7 fine needle aspiration (fna) (3) if a balloon is attached, deflate it so that the fna needle does not come into contact with it while checking the endoscopic image. Fujifilm will investigate the endoscope and will submit the supplemental report.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving eg-740ut. It was reported that the endoscopic ultrasound-guided hepaticoduodenostomy (eus-hds) and endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) were performed on the same patient using eg-740ut. Eus-hgs was successful, but eus-hds was not. During eus-hds, the physician conducted fna through the balloon. As a result, the stent could not be completely released from the endoscope because the stent penetrated the balloon. Therefore, the stent was removed together with the endoscope. The punctured holes were sutured with clips using different endoscopes. There is no death or serious injury associated with the event.

Manufacturer narrative:
The instruction manual has the following description, but the physician did not follow it. 5.7 fine needle aspiration (fna) (3) if a balloon is attached, deflate it so that the fna needle does not come into contact with it while checking the endoscopic image. Fujifilm conducted a reproduction experiment. Fujifilm confirmed that the problem reappears when fna conducted through the balloon. If the device is used as described in the IFU, the problem does not occur.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.